Event description:
A malfunction was reported on a customer's pump, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. The customer reset the malfunction themselves. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.